Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that error codes f070, f133 and f233 occurred. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.